Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leaked and the insulin pump has been exposed to the moisture. The customer did not receive any alarms immediately after moisture exposure. The customer was assisted in performing a self-test, which passed. Customer¿s blood glucose was 95 mg/dl. No harm requiring medical intervention was reported. The insulin pump and the reservoir are not expected to return for analysis.